Event description:
As reported by our (B)(6) affiliates, the clinical specialist reported , as per follow up during procedure was used a coronary sinus balloon, that was damaged during insertion, there are no allegations of product deficiency. Upon investigation of the device, the balloon was found ruptured.

Manufacturer narrative:
Evaluation: when performing a visual inspection it was found that the balloon bond proximal from the tip was torn on the entire 360 degrees of the bond. The customer reported to have damaged the balloon during use. The actual action to cause the damage is unknown. No device non conformances have been identified. The complaint trend is in control. No action will be taken at this time. No lot numbers were reported and a review of manufacturing records could not be completed. Instructions for use remain appropriate. Trends will continue to be monitored through the edwards quality system and follow up submissions completed as deemed necessary.